Event description:
A foreign hair-like particulate was discovered in baxter 100 ml ready-to-fill luer lock bag product code 2l3256 packaging during product inspection while compounding compounded sterile products (csps) on (B)(6) 2011. The compounded csps were quarantined by the pharmacy staff. Pictures were taken of the packaging and are available. The foreign particulates in the packaging appeared to be a single strand of hair. Per facility policy, (B)(6) at (B)(4) was notified on (B)(6) 2011 and the 100 ml ready-to-fill luer lock bag product code 2l3256 was returned on (B)(6) 2011 to (B)(4) for analysis by (B)(4). (B)(4).